Manufacturer narrative:
The event date is an estimate because the exact event date was not reported. The lot / UDI numbers were not reported. The device has not been returned; therefore the event cause could not be determined.

Event description:
The following report was received by medtronic: a physician stated that in one case the apollo tip did not detach. The case went clinically well. No other information has been provided.